Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance report was conducted on this system. The analysis indicated the laser performance factors analyzed were operating within specification during the time of this patient's surgery. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection were reviewed. In this case, the patient underwent prk which, in some patients, may take between 3 and 6 months post-operative to heal and show refractive stability. It is not uncommon for hyperopic treatments to over-respond initially and then regress back during the healing process. This patient had post-operative refractive instability and notes by the surgeon indicated the patient was continuing to improve with regression of the overcorrection. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the reported overcorrection. However, the non-product related factors, individual patient response and healing characteristics may have been contributors.

Event description:
A surgeon reported a hyperopic patient that was overcorrected following a custom prk procedure. The surgical plan was plano for both eyes. This report is for the left eye, the right eye is being reported under manufacturer report # 1068157-2007-00246. At approximately 3 weeks post-op, the right eye was overcorrected by -1.00 diopter. Approximately 7 weeks post-op, the overcorrection in the left eye regressed to - .25 diopter. There was induced astigmatism of - 1.00 diopter in the right eye, bcva decreased slightly, 20/20 pre-op to 20/20-2 post-op, and ucva decreased from 20/30-2 to 20/50+1.